Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that after vein harvesting, a burn or small white mark was noticed on the medial left leg of the patient; probably no less than 5mm in diameter. Product was not changed out since this was found after vein harvesting. Procedure was completed successfully.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, thorough investigation could not be performed and definitive root cause cannot be determined for this event. During the manufacturing process, all vsp550 are thoroughly inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Although the actual root cause cannot be determined, it is possible that a very small burn mark on the patient's leg of the customer's experience occurred due to applying spot cautery for longer time than expected. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.